Event description:
In addition to the event described below, one additional sheath was returned and investigated with a confirmed leaked. The rep confirmed that the second sheath received was the sheath the case was completed with. An air leak was noted during a pfa procedure. The agilis 13 fr sheath was taking in air from the side port when farawave (boston scientific) was introduced during aspiration. To resolve, the sheath was exchanged and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Functional testing confirmed a leak in the hemostasis valve of the sheath. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the slit of the seal. Review of the batch record was not possible as the lot number is unknown. The cause of the damaged slit of the seal remains unknown. The product's lot number could not be obtained; therefore the primary UDI number is provided (d4), but full UDI information is not available.